Event description:
It was reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no troubleshooting was performed, and no additional information or corrective actions were obtained.